Manufacturer narrative:
Updated data: h3. And h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that particulate was observed in a 29 mm evolut fx+ valve jar. The valve was not used for implant and was exchanged for another 29 mm evolut fx+ valve. Additional information was received to report opening the jar which contained the valve was extremely difficult. Once the lid was twisted off of the jar, the lid seal/gasket ring that seals the jar was damaged and loose, white particulate assumed to be from the lid seal/gasket ring was observed in the glutaraldehyde solution.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that particulate was observed in a 29 mm evolut fx+ valve jar. The valve was not used for implant and was exchanged for another 29 mm evolut fx+ valve.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that particulate was observed in a 29 mm evolut fx+ valve jar. The valve was not used for implant and was exchanged for another 29 mm evolut fx+ valve. Additional information was received to report opening the jar which contained the valve was extremely difficult. Once the lid was twisted off of the jar, the lid seal/gasket ring that seals the jar was damaged and loose, white particulate assumed to be from the lid seal/gasket ring was observed in the glutaraldehyde solution.